Event description:
In 9/2005 patient contacted company stating that approximately 2 weeks after surgery, they experienced pain in their foot. A subsequent xray showed screw had broken. Pt asked to have it removed. Dr left in foot to allow healing. Aproximately 5 months later, he removed screw. Office notes say at pt request per telecom with dr. Dr states pt was noncomplaint and walked on foot, even walked into office at first post-op check. Osteomed not notified in 2004. Pt called now to compalin of continued pain in foot.